Event description:
It was reported that this right atrial exhibited high capture threshold and a micro dislodgment was suspected. The physician attempted to reposition the lead but cut the lead during the procedure. This right atrial lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: h6: evaluation conclusion codes.

Manufacturer narrative:
This report contains corrections to fields: b5: describe event or problem. H6: device codes h6: impact codes.

Event description:
It was reported that this right atrial exhibited high capture threshold and a micro dislodgment was suspected. The physician attempted to reposition the lead but cut the lead during the procedure. This right atrial lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted shortly after implant due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.